Manufacturer narrative:
Batch review performed on 05 august 2021: lot 184202: (B)(4) items manufactured and released on 18-sep-2018. Expiration date: 2023-09-05. No anomalies found related to the problem. To date, all items of the same lot have been sold without a similar reported event. Additional device involved: batch review performed on 05 august 2021: gmk-sphere 02.12.0004r femoral component sphere cemented size 4 r (k121416) lot 1907916: (B)(4) items manufactured and released on 4-dec-2019. Expiration date: 2024-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
11 months after the primary surgery the patient came in reporting pain and the cause of the pain was unknown. The surgeon opened up the patient and observed that both the tibial tray and femoral component were loose. The cause of the loose implants is unknown. The surgeon revised the femoral component, tibial tray, and poly. The surgery was completed successfully.